Event description:
It was reported that a spectrum infusion pump has a constant upstream occlusion alarm. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom constant upstream occlusion alarms through review of the event history log, but did not reproduce it. The evaluation found that the ultrasonic sensor readings with a fluid fill set were below specification, which is a known contributor to the reported symptom. The ultrasonic sensor was replaced.